Event description:
Pt was undergoing an arthroscopy of ankle. Surgeon introduced a 3 mm shaver through the anterolateral portal and attempted to shave some of the synovial tissue. At this point, the inner turbo blade of the small shaver broke off, creating a foreign body or loose body in the ankle joint. Surgeon initially tried to retrieve this, but it was washed away into the posterior aspect of the ankle joint. At this point, the surgeon elected to stop the arthroscopic procedure and proceed with open arthrotomy of the ankle. Using mini-fluoro, surgeon irrigated and washed the small piece of turbo shaver out of the posterior aspect of the ankle and out through the wound. This piece was retrieved and saved and was sent to stryker co for examination.